Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the monitor code was isolated to shorted u1004 and u1005 components on the pca board. The root cause for the shorted u1004 and u1005 components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor that was displaying service code 102.